Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The root cause for the pulse resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.

Event description:
A us distributor contacted zoll to report that a german patient passed away while wearing the lifevest and in the hospital. The patient was in a bad general health condition. The lifevest reportedly alarmed due to cardiac arrhythmia. The patient was reportedly too weak to press the response buttons and received help from the nursing staff. The ward staff was reportedly not able to explain the situation clearly. The staff did align and indicate that the patient was shocked four times and then indicated that the lifevest was removed to reanimate the patient. The patient was not wearing the lifevest at the reported time of death at 19:42pm. Review of the download data indicates that the patient entered vt at 210bpm at 18:33:57. The response buttons were pressed at this time. Gel was released at 18:34:58. It appears that the lifevest reset after pulse delivery. When the lifevest restarted, the patient was in bradycardia at 55bpm with nsvt, which is considered a life-sustaining rhythm. The lifevest again appears to reset following a pulse delivery. When the lifevest restarted, the patient was in sinus bradycardia at 50bpm with bigeminy and trigeminy transitioning to sinus rhythm at 95bpm. Again, the lifevest appears to reset following a pulse delivery. When the lifevest restarted, the patient was in sinus bradycardia at 50bpm with bigeminy and trigeminy transitioning to sinus rhythm at 95bpm with nsvt. The rhythm then transitions to sinus tachycardia at 120 bpm. The lifevest appears to reset a final time following a pulse delivery. The electrode belt was disconnected approximately 5 minutes after the lifevest restarted a final time at 18:47:24. The patient passed away approximately one hour later. In summary, the lifevest appears to have reset following four pulse deliveries, which aligns with the report from the hospital that the patient was shocked four times. The first shock was appropriate during vt. Multiple counting and nsvt contributed to the false detections that resulted in shocks 2-4.